Manufacturer narrative:
Initial.

Event description:
It was reported that a patient¿s ilet indicated a flashing green status light and was not holding a charge until the user removed the case and reoriented the device on the charger with the screen facing up, after which a solid green light appeared and charging resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included customer-guided troubleshooting and user education on proper charging orientation. Investigation of this case revealed that the device and charger functioned as designed and that improper placement during charging likely led to the initial failure to charge. It was concluded, based on previously established findings for similar reports, that user technique contributed to the charging difficulty.